Event description:
Customer reported the right monitor goes blank when the interconnect cable is moved. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver pcb and the interconnect cable. System operates as intended. (B) (4) 06/16/2009.